Event description:
It was reported that this lead was explanted due to suspected defect and oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment with inserted locking stylet were returned and subjected to an extensive analysis. In the course of the analysis, calcified tissue residuals were noted on the lead body 19.5 cm to 22 cm as well as 31.5 cm to 34 cm proximal to the lead tip. Furthermore the is-1 connector was found damaged. The proximal part of the connector was separated from the distal part and the inner conductor coil underneath was stretched and deformed. The characteristics of the damage indicate that tensile forces were applied during the explantation procedure. No deviations were noted, which can be considered to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.